Event description:
It was reported that during the explant of the device, which had reached early replacement indicator (eri), while cautery was being used near device, the patient went into ventricular tachycardia (vt). The patient returned to a normal rhythm spontaneously, the device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.